Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 1 colony forming units (cfus) of naganishia diffluens. The washing and brushing channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing and provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11. Corrected fields: b3, correction of the d4 lot# to blank. Olympus provided the following culture results, performed at the third-party labs: sampling date :(B)(6) 2025. Sampling from: channel(washing+brushing) cfu:1 colony bacterial identification: naganishia diffluens. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.